Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter; product ID 8709, lot# l60026, implanted: (B)(6) 1999, product type: catheter. (B)(4).

Event description:
It was reported that the patient was admitted to the hospital for respiratory distress and altered mental status. The reporter believed the issue was related to the patient¿s diagnose of pneumonia, but wanted someone to check the status of the pump. The reporter contacted the managing physician and received the name and number of the manufacturer representative. Upon calling the manufacturer representative, the reporter was directed to call the manufacturer. The last pump was last refilled in august 2014. The pump was used to deliver fentanyl, clonidine, bupivacaine, dilaudid, and morphine. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.